Event description:
Smiths medical international ltd., has been notified of an event of where the user alleges the air leakage from cuff was found after a few days use. The tracheostomy tube was pretested. The tracheostomy tube was replaced. No adverse outcome.